Manufacturer narrative:
There was no unexpected button error alarm on the insulin pump. The device was received with broken off end cap and dog chew marks on the keypad overlay. There was no button response on all buttons due to chewed keypad flex cable. The displacement test was unable to be performed due to unresponsive keypad, minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
Customer's mother reported via phone call damage on the insulin pump and keypad anomaly. Customer's blood glucose level was 325 mg/dl. Troubleshooting for cosmetic damage was performed. Customer's insulin pump was placed on the side of the hot tub and the dog chewed the insulin pump. Customer went to the hospital to try to get long acting insulin as a result of the dog crushing the reservoir. Customer advised the end cap by the up and down arrows was crushed. Troubleshooting for the button error alarm was performed. Customer advised the buttons were damaged and the button error alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.